Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Note on exceeding the reporting deadline. Reporting deadline 29 december 2023. Reporting date 19 january 2024 . This initial report is delayed due to an it security-related incident from 18 december 2023. Due to the incident, we did not have access to our it systems and were temporarily unable to meet our obligation to report incidents on time. The process-relevant functions have been available again since 16 january 2024. Accordingly the reports will now be submitted retrospectively.

Event description:
During the surgery, after implanting the tibial component, the surgeon tried to insert the poly component which struggled to enter, and above all, did not fix with the classic snap. Thinking that the pe was faulty, he opened a second identical one, but the problem repeated itself. Not knowing what to do, nobody of us was in the operating room, a third component of a higher thickness as opened but again he had difficulty inserting the component and didn't hear the usual clacking. At this point, hoping that the insert was fixed and stable, but with some concern, the surgery was finished. [Customer]

Event description:
During the surgery, after implanting the tibial component, the surgeon tried to insert the poly component which struggled to enter, and above all, did not fix with the classic snap. Thinking that the pe was faulty, he opened a second identical one, but the problem repeated itself. Not knowing what to do, nobody of us was in the or, a third component of a higher thickness as opened but again he had difficulty inserting the component and didn't hear the usual clacking. At this point, hoping that the insert was fixed and stable, but with some concern, the surgery was finished. [Customer].

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.